Event description:
It was reported to boston scientific corporation that a polaris loop ureteral stent was used during a ureteral stent placement procedure, performed in 2009. According to the complainant, when they opened the package, they saw that the stent was missing part of the loop at the end of the stent. They opened another polaris loop ureteral stent and completed the case without further complications. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.